Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed the patient had a type 3a endoleak. On (B)(6) 2017 the physician elected to implant an ovation main body and two ovation limb extensions to seal the endoleak.